Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that experienced a defective tubing when we were priming a remicade in the infusion center today. Ref #2426-0007 lot number 24095345. They had another tubing leaking today when hanging keytruda. Pictures below. This is a different lot number and a different location on the tubing than our first one. This one leaked at the top of the pump segment.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 24095345 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.